Manufacturer narrative:
(B)(4). Photographic analysis: the images show a staple line with staples present, some staples appear to be not properly formed. Based on the x ray photo alone the event describe is confirmed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues noted with device performance during the primary procedure? During the primary surgical procedure was a leak test performed? If so, what were the results? Regarding the leak, what clinical patient indicators (signs and symptoms) were noted? Were there any radiological studies utilized to help make the diagnosis of a leak? Could you please describe the intra-operative assessment of anastomosis to help understand the nature of the defect or leak? During the reoperation were there staples present circumferentially and if so, what was their shape? What is the current patient status?

Event description:
It was reported that post-op a laparoscopic sigma procedure, on the second day after surgery, the anastomosis was incomplete; new resection; no further information is available. Another like device was used to complete the procedure. One device was disposed of.

Manufacturer narrative:
(B)(4). Date received by manufacturer was originally reported as 6/27/2017. Additional information received indicating date received by manufacturer was 8/8/2017.